Event description:
Per the audiologist's report, in 2007, the pt's mother stated, pt could not hear with the cochlear implant system. Per the report, the externals were checked and were functioning. An integrity test showed that the device was not functioning. The device was explanted and a new device was reimplanted ten days later.